Event description:
It was reported that during intracranial aneurysm procedure, the physician used a domestic hailong microcatheter to deliver the subject stent for stent-assisted coil embolization. After the subject stent was delivered to the target position, the physician began to withdraw the microcatheter to deploy the subject stent. When approximately 3mm of length had been deployed, the stent microcatheter dropped proximally, and the subject stent failed to cover the aneurysm. The physician then withdrew the subject stent from the body, replaced it with a new stent, and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.